Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited p wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.